Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that "since the beginning" (implant date (B)(4) 2014), the pump moved around in the pocket "dependent on laying, sitting, or standing." The patient stated that when they went to the healthcare professional (hcp) for the monthly check the pump "had to be maneuvered around." The pump was used to infuse dilaudid (hydromorphone). No intervention or patient outcome was reported. Follow up was conducted to obtain additional information regarding any interventions or outcome. If additional information is received, a follow up report will be sent.